Event description:
As originally reopened, the customer stated that a revision was performed due to a potential blockage and with a concern about functionally. In a follow up conversation with the surgeon it has been noted that as the device was implanted in the lumbar region, it may have been more difficult for the magnetic signal to reach the valve and this may have been the reason the valve was not working as expected. The surgeon did not indicate that there was any confirmed defect with the explanted device.